Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the reported problem. Upon troubleshooting actions, rse found system will not boot error message displayed on the screen. Rse advised to customer to reboot the device. No further information regarding the issue has been provided by the customer. No service has been performed by philips since the onsite service quotation was cancelled by the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device was giving an error regarding connection to the network switch, preventing booting. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.